Event description:
Complainant alleged that while attempting to treat a (B)(6) male pt, the device's display blanked out and in appropriately switched modes. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp. Has not received the device for eval and this complaint is still under investigation.